Event description:
It was reported that during a procedure using a fast fix 360, the depth limiter on the device could not be adjusted; upon deploying t1 implant, t2 implant became loose and fell off the anchor. These implants were removed and the procedure was completed using a back up fast fix 360. There were no patient complications reported as a result of this event.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator is in its post t2 deployment position indicating a complete deployment. The ts and suture were not returned. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Depth limiter functioned as intended. A review of the device history records was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined. No further investigation is warranted at this time. (B)(4).